Manufacturer narrative:
Concomitant medical products: cook ds-60cc-s dilation syringe. Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 30 cm of the distal end section of the catheter with the balloon attached was returned. It appears that the catheter was cut. There is a kink in the catheter approximately 4 cm from the proximal balloon joint. There is also a kink approximately 3 cm from the distal tip. There is a tear in the balloon where the kink is, approximately 3 cm from the distal tip. The balloon could not be inflated in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure, is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use state, "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use state, "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until balloon is completely visualized endoscopically." "Monitoring endoscopically, advance device until balloon is in the desired position within the stricture." The instructions for use contain the following warning: during dilation do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. The instructions for use state, "to achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The first balloon [that was] used burst during inflation (MDR number 1037905-2015-00508). The second balloon [that was] used in the procedure broke off [detached inside of the patient] after dilation (MDR number 1037905-2015-00509). The balloon was retrieved with graspers.